Event description:
One micro-driver rx coronary stent (MFR report # 2953200-2009-01302) and one driver rx coronary stent were implanted at the mid rca (overlapping). Pt was asymptomatic / free of symptoms at 30 day follow up. At 6 month follow up, pt displayed stable angina. A CABG surgery of the distal rca was reported to have occurred approx 10 months following index procedure. Investigator indicated that event was not related to the study stent. Pt was asymptomatic / free of symptoms at 1 year follow up.

Manufacturer narrative:
Evaluation codes, results: (CABG).